Event description:
Per the initial reporter, when attaching the light handle, the black release button is shooting out. The nurse mgr at the account mentioned that a pt was lying on the surgical bed under anesthesia and was covered by a surgical drape. When they attempted to place the cover over the light handle, the black button popped out and fell on the pt who was covered in drapes. The button fell specifically on the drapes. The button was retrieved and placed back into the cover so that they could remove the cover after the operation. Per the initial reporter, there were no adverse consequences as a result of this malfunction.

Manufacturer narrative:
There was a pt involved. Pt identifiers were not offered by the initial reporter. There is no established expiration date for this device. Device manufactured date is unk at this point. Further attempts will be made for this info. Eval summary: the light handle cover was received and was inspected. After inserting the cover over the inner handle as intended, the black release button would not stay in its intended position. Further investigation is ongoing. The light handle cover has a button that fell into the sterile field and hit a pt prior to the surgical operation. This instance did not adversely affect the pt. This is not a single-use device.